Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the axillary/subclavian artery in a 57-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. During the procedure, the pump stopped four times and restarted on the fourth attempt. It was reported that the position was deep causing the left interior structure to enter the cannula and prevent the device from rotating correctly. The physician was aware and monitored the situation. While the patient was in the intensive care unit (ICU), hemolysis was noted. There were increased lactate dehydrogenase (ldh) levels and decreased hemoglobin levels. The p-level was turned down and a blood transfusion was given. The patient was also noted to be in renal failure. The post-procedure outcome is unknown. The impella functioned at p-8 at 4.5l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. Renal failure is a known adverse event associated with impella's mechanical support. Renal complications can stem from hemolysis, which can occur if the catheter is incorrectly positioned or causes obstruction, leading to hemoglobin in the urine.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. Additional information: the following was reported. The patient's temperature decreased from red to yellow.

Manufacturer narrative:
Updated d4 primary UDI number.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H3 updated the device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the temporary pump stop issue was most likely related to biomaterial ingestion based on data log trends and returned product investigation. The cause of the hemolysis may be related to biomaterial observed on the returned product and indications from the data log; however, the cause of the issue could not be determined without sufficient clinical details, including full data logs. The cause of the injury could not be determined due to insufficient clinical details.

Manufacturer narrative:
D9: date device returned to manufacturer added.

Manufacturer narrative:
D6b, date of explant, has been updated.